Event description:
It was reported that the patient experienced painful stimulation in her hip area and stated ¿it hits the bone.¿ it was stated that the patient went to the doctor once a week to adjust stimulation, but it still did not affect the bicycle seat area. Turning stimulation down did not help. The patient did not feel it when stimulation was off. Changing programs also did not solve the issue. The pain had reportedly been there since implant. Additional information received reported that the cause of the event was likely a lead migration. It was stated that a lead revision was planned, but not date was reported. The patient was reprogrammed multiple times without successfully moving stimulation.

Manufacturer narrative:
Product ID 3889-33 lot# va09676, implanted: 2013 (B)(6); product type lead product ID 3889-33 lot# va09676, implanted: 2013 (B)(6); product type lead. (B)(4).